Manufacturer narrative:
Clinical details state that the anticontamination sleeve was broken at the distal end of the catheter lock during the case. Data logs are not applicable and product was not returned. The cause of the sterile sleeve damage was not determined since product was not returned and insufficient clinical details were provided.

Event description:
The complainant reported that the anticontamination sleeve of an implanted impella cp pump had a break at the distal end of the catheter lock. No patient harm was reported. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.